Event description:
It was reported to gore that on (B)(6) 2026, thoracic endovascular aortic repair (tevar) was performed on patient with a type b aortic dissection (tbad) and marfan syndrome. One gore® tag® thoracic branch endoprosthesis (tbe; sn: (B)(6)) was implanted proximally. Proximal sealing zone was measuring 28/29 mm in diameter which was within the instructions for use (IFU) for a 31 mm device, and the proximal landing zone was in true lumen. The tbe; sn: (B)(6) was extended distally with second gore® tag® thoracic branch endoprosthesis (tbe; sn: (B)(6)). Angiographic check following implantation showed good seal and apposition of the proximal component (tbe; sn: (B)(6)) and no flow into the left subclavian artery (lsa), with the graft sitting just distal of the innominate artery on the bovine arch. As reported by the physician, the lsa was covered intentionally and revascularization was not considered. In the evening of the same day, the patient had computed tomography angiography (cta) scan that showed a migration of the proximal component (tbe; sn: (B)(6), which was now placed distal to the lsa in the dissection flap. The migration was both distal and invaginating into the flap. The device slid back of approximately 3 cm. The patient was subsequently brought back to implanting theatre for proximal extension and realigning down to the coeliac axis with a device from an unknown manufacturer. The physicians indicated that the complained tbe may have a tendency to migrate in tbad cases involving steep anatomical configurations, particularly in younger patients. The patient is doing well following reintervention.

Manufacturer narrative:
D10: concomitant medical products: tag® thoracic branch endoprosthesis (sn: (B)(6)), and stent graft of unknown brand name. No patient specific details have been provided. Therefore, the patient identifier reflects the w. L. Gore internal case number. The investigation is ongoing. Preliminary results are not yet available. The device remains implanted in the patient; therefore, a device evaluation could not be performed. A review of the manufacturing records for this device verified the lot met all pre-release specifications. Code c21 is reflecting the upcoming results from investigations represented by codes b13, b20 and b11. Code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.